Event description:
Device 1 of 3. Reference MFR report#: 1627487-2019-07707. 1627487-2019-07708.

Event description:
Device 1 of 3 reference MFR. Report #: 1627487-2019-07707, 1627487-2019-07708. It was reported that the patient was experiencing overstimulation. As a result, the patient's scs system was explanted.